Event description:
It was reported that the ipg and lead incision sites were not healing properly. It was noted that the patient had a new condition wherein lesions would not heal quickly. The patient underwent a revision procedure wherein the ipg and leads were replaced. Additional information was received that the patient was dousing the incisions with alcohol since the spinal cord stimulator (scs) device was implanted, which caused the incisions to never fully heal. The physician used a different location for the ipg pocket and a different entry level for the leads. Upon follow-up, the patients incisions had already healed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078293/7080307.

Event description:
It was reported that the ipg and lead incision sites were not healing properly. It was noted that the patient had a new condition wherein lesions would not heal quickly. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Event description:
It was reported that the ipg and lead incision sites were not healing properly. It was noted that the patient had a new condition wherein lesions would not heal quickly. The patient underwent a revision procedure wherein the ipg and leads were replaced. Additional information was received that the patient was dousing the incisions with alcohol since the spinal cord stimulator (scs) device was implanted, which caused the incisions to never fully heal. The physician used a different location for the ipg pocket and a different entry level for the leads. Upon follow-up, the patient's incisions had already healed.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, and the device exhibits normal device characteristics. A labeling review did not reveal any anomalies as it stated that the tissue reaction to implanted materials can occur. In some cases, the formation of reactive tissue around the lead in the epidural space can result in delayed onset of spinal cord compression and neurological/sensory deficit, including paralysis. Time to onset is variable, possibly ranging from weeks to years after implant and during the two weeks following surgery, it is important that patients use extreme care so that appropriate healing will secure the implanted components and close the surgical incisions. Sc-2317-70 sn: (B)(6) the returned leads were analyzed, and visual inspection revealed that the leads were cleanly cut into two pieces approximately 12 centimeters from the proximal end of the leads. The clean-cut damage was a result of a typical explant procedure, and it was not considered a failure. No other anomalies were identified aside from the clean cut.